Manufacturer narrative:
(B)(6).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician advanced a 27mm watchman laa closure device and delivery system (wds) through the watchman access system (was). The closure device as placed at the ostium of the laa with a persistent leak after three recaptures. It was decided to try a larger closure device. The 27mm closure device was recaptured, removed and replaced with a non-boston scientific pigtail catheter. While making several attempts to re-engage the laa with the pigtail, it was noted the pigtail exited outside the cardiac space. A pericardial effusion occurred. The physician called the CT surgeon while managing the pericardial effusion. Surgery was performed and the laa was clipped. The patient was discharged and has made a full recovery.